Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left circumflex artery. A 2.75x24mm promus element ¿ stent was deployed. However an edge dissection at the distal part of the stent was noted. A 3x12mm promus element ¿ stent was then implanted to cover the dissection. No further patient complications were reported.